Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that during the surgery, the inserter of this product was fractured inside of inserter guide during use. The surgeon said the shaft was fractured before it contacted to the patient's bone. The surgeon used a back up product to complete the surgery. No further information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.